Event description:
It was reported that there were issues inserting the drill into the handpiece. The handpiece would not home, it was replaced and moved on with the case. Results of the investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.

Manufacturer narrative:
The device, intended for use in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found reports. Functional inspection was performed by inserting the long attachment backwards into the handpiece and could not be inserted, indicative of a bent drill guide support. This is reasonable because the drill guide support on the handpiece is aluminum. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.